Manufacturer narrative:
A full analysis of the data logs has been performed, this analysis concluded that at least two exams failed to load due to the incorrect format of dicom images. Recent siemens dicom images have useful information stored in a private header called csa header. The first exam could not be loaded because rosa one brain cannot read this image format. The documentation about the compatibility with this siemens private format is limited. The test on manufacturing site permitted to reproduce the error. It is assumed that both last attempts to load one or two other set of images, failed due to a known design defect. Both suspected series were tested on manufacturing site and could be loaded properly. Therefore, it is assumed that they were not imported with the correct image format on the event day. H6_the code 4316 was chosen as the technical root cause of the event was determined to be the incorrect format of images, and the code 12 was chosen as one of the loading failure issue is suspected to be due to a known design defect.

Event description:
It was reported that surgeon has been trying to load images onto the planning station via a usb, patient scans were loaded and others did not. He is obtaining these images by downloading them from pacs onto his computer and then transferring it onto the usb.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that surgeon has been trying to load images onto the planning station via a usb, patient scans were loaded and others did not. He is obtaining these images by downloading them from pacs onto his computer and then transferring it onto the usb.